Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. A review of the manufacturing paperwork is being conducted. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Please see attached list of additional devices implanted in this patient: pcc141400 / 021560507, pxc141200 / 05161325, pxc141400 / 05215480, pxa260300 / 05146170.

Event description:
In 2003, this patient was treated for an abdominal aortic aneurysm with a gore excluder bifurcated endoprosthesis trunk ipsilateral leg component and contralateral leg component. In 2007, a reintervention took place to reline the graft with one gore excluder aaa endoprosthesis aortic extender component and two contralateral leg components. The procedure was successful.